Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: damaged wedge sled. The analysis results found that the ntlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned with the right side fully fired and the left side with only 12 drivers up. Further analysis of the cartridge showed that the wedge knife assembly was broken, causing only 12 staples to be deployed on the left side. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the damaged to the wedge knife assembly occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, staples on one side were not deployed at the 2nd firing on the stomach. The staple height was gold. Another device was used to complete the case. There were no adverse consequences to the patient.